Manufacturer narrative:
Describe event or problem was updated.

Event description:
Additional information was received. The cause for the balloon rupture was considered to be due to the patient¿s native annular calcification.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. Upon visually inspection it was observed: there was a radial and longitudinal burst on the inflation balloon, a tear on the crimp balloon adjacent to inflation/crimp balloon bond (I/c bond), the balloon legs were spread out, the nose tip separated and spring were detached from the guidewire shaft, gouges on the flex tip face, bunching on the sheath distal tip, and circumferential delamination observed on the sheath approximately 3¿ in length. No balloon pieces appeared to be missing. Dimensional analysis of the inflation and crimp balloons were performed and the balloon wall thicknesses was found to meet specifications. No relevant functional testing could be performed due to the condition of the device (burst/torn balloon). A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, as reported, the patient¿s native annular calcification likely contributed to the event. The complaint of balloon burst, balloon torn and delivery system withdrawal difficulty were confirmed based on visual inspection of the returned devices. No manufacturing non-conformities were able to be found in the returned sample. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device will be returned for evaluation. Investigation of this event is ongoing.

Event description:
As reported from (B)(6), during the implant of a 26mm sapien 3 valve by tf approach in the aortic position, during balloon inflation in the annulus the balloon cracked/ruptured. As the delivery system had problems to cross the esheath, the vascular surgeons expanded the femoral arteries access and after the iliac arteries was crossed, all system was pulled out (delivery system and e-sheath). The iliac arteries and femoral access required intervention. Femoral access was closed by putting a patch and iliac arteries was supported by a stent. The patient was successfully discharged home. This report is for the delivery system malfunction-torn balloon.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report 2015691-2017-01237.